Event description:
Two days post prk surgery (following all directions perfectly) I lost all eye sight and developed an eye threatening (B)(6) infection in my right eye. As a professional photographer, I had to shut down my business.